Manufacturer narrative:
The vision rack subject of the reported event is being returned to steris for evaluation. Investigation of the reported event is in progress. A follow-up report will be submitted once additional information becomes available. UDI related data clarification - the lot/serial number is unknown; therefore, the applicable production identifiers were not included in the MDR. No additional issues have been reported.

Event description:
The user facility reported that "fd77100 racks rusted and caused its instruments to rust, affecting hospital surgery procedures for the gpb accessory". As a result, procedures were delayed. No report of injury.

Manufacturer narrative:
The rack subject of the reported event was returned to steris for evaluation. The rack was found to have some evidence of rusting; however, a cause of the rusting could not be determined. The device history record was reviewed and confirmed that the rack was manufactured according to specification; no abnormalities were noted. The user facility was provided a replacement rack. No additional issues have been reported.